Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(6).

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the rca. Approximately 20 months later, the patient was hospitalized due to gi bleed (ulcerative colitis) which was treated with medication. Patient was on dapt at time of event. The cec adjudicated that the gi bleed event start date was 19 months after the index procedure.